Event description:
It was reported that the left ventricular lead exhibited high capture threshold. On (B)(6) 2024, the lead was capped and replaced. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).